Event description:
The hospital staff attempted to use the device to administer a countershock with internal paddles to a pediatric patient during an open heart procedure. The first time the defibrillator was charged to 10 joules, the energy display allegedly went blank after the unit reached full charge. The second time the defibrillator was charged to 10 joules, the energy display allegedly displayed 40 joules. A backup defibrillator was subsequently made available and used with no other problems reported. The reporter did not know the patient's outcome.